Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) 2356421 and CAPA 2566479 in accordance with the food and drug association (FDA) action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Imdrf cause investigation code: code b24 is not available in database to capture event additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary e1: patient city: (B)(6) patient country: colombia. Name: (B)(6). Complaint investigation results: eqms search: a query was run in the electronic quality management system (eqms) on 18-jan-2025 against lot number 5409902 and similar malfunction code(s): no malfunction based on complaint information, no malfunction based on complaint information, the review confirmed that lot 5409902 and the identified failure mode are not associated with any nonconforming reports (ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 18-jan-2025 against lot number criteria equal 5409902 and similar malfunction codes no malfunction based on complaint information, no malfunction based on complaint information. The count of complaint is 2. The complaint numbers are (B)(4). Conclusion after review only (B)(4) was determined relevant to the reported issue, the other record was previously closed and are not applicable to this investigation device history record (DHR) review: the lot 5409902 was manufactured according to the (work instruction) wi version 73 and packaged in the machine multivac 12, on 22-nov-2022, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 5410121 was manufactured according to the wi 4905245 version 24 and manufactured in the line assembly of quick set, on 23/nov/2022, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 5410120 was manufactured according to the wi 4905245 version 24 and manufactured in the line assembly of quick set, on 22/nov/2022, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 5410119 was manufactured according to the wi 4905245 version 24 and manufactured in the line assembly of quick set, on 22/nov/2022, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5410113 was manufactured according to the wi 4905078 version 37 and manufactured in the machine gluing 04-05-08 on 21/nov/2022, with a total of (B)(4) units. The overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review indicates nonconformance; escalation and corrective actions required per quality procedures. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2 all 3 samples tested passed functional testing. Wi guidance for functional testing 2 air leak test for complaints area version 2 all 3 samples tested passed functional testing. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It is reported that patient experienced hyperglycemia with ketoacidosis event on (B)(6) 2024 was hospitalized and was treated with a manual correction.